Manufacturer narrative:
D2: dqx; pdu. D4: model and catalog#: either g50789, cmw-14-190-25g or g50793, cmw-14-300-25g. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, the tip of an approach cto microwire guide started to separate from the device. There has been no report of any adverse effects to the patient. Additional information has been requested but is not available at this time.